Event description:
Upon receipt of additional information, it has been determined that this report was submitted under the wrong MFR and will be reported correctly under 0001825034 - 2019 - 04441 - 2. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report was submitted under the wrong MFR and will be reported correctly under 0001825034 - 2019 - 04441- 2. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This part and lot# was initially reported under 0001825034 - 2019 - 04441.

Event description:
It was reported that the patient underwent a primary left total shoulder arthroplasty. Subsequently, the patient was noted to have pain, stiffness, swelling and difficulty with adls. No additional patient consequences were reported.